Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a dark spot matter in the tubing of a homechoice automated pd set with cassette. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. H11: the actual device was not available; however a photograph of the sample was provided for evaluation. A visual inspection of the photograph showed no evidence of particulate matter in the homechoice cassette heater line tubing. The report of a dark spot in the tubing was not verified. The sample met specifications. No issues were identified during the evaluation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.